Event description:
Catheter broke in half at bifurcation above suture line. Pts were brought to surgery for explantation and replacement of device.

Event description:
Catheter broke in half at bifurcation above suture line. Pts were brought to surgery for explantation and replacement of device .